Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the device failed accuracy by +11.25 percent. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). One device sample was received and found intact. The reported issue was duplicated. The technician ran three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The technician found fluid ingression on pump by the chassis base of the expulsor and occlusion sensors which causes the unstable delivery issue. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause was due to user error/handing. The expulsor assembly was replaced.